Event description:
Initial reporter indicated that they had a handheld computer and it "freezes up". Good faith attempts are being made for product return and additional details surrounding the event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.